Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that they were receiving repeated 'pump not filled' alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by animas on (B)(4) 2014 with the following findings: no alarms relating to the alleged issue were found in the device¿s history. The pump was able to perform the rewind, load, and prime steps with no issues. The force sensor inside the pump passed calibration tests. The pump was exercised for a 24 hour duration test and passed with no alarms. The pump was opened for investigation and no contamination or other defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.